Event description:
It was reported that the customer had a cracked screen on the insulin pump. Customer's blood glucose level was 5.1 mmol/l. Customer was advised to discontinue using the pump as it could have potential moisture damage and could lead to the pump not functioning properly. Customer stated that she is convinced the pump works fine. Customer will be sent a loaner pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.